Event description:
A malfunction was reported on the pump by the customer. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided instructions for resetting the pump, and the customer was expected to call back to perform the reset. Pt called back in to report another malfunction occurred and confirmed they were able to reset pump on their own due to this issue.